Event description:
It was reported when using the bd vacutainer® acd-b 1.5 ml blood collection, there were 200 tubes that had contamination of the additive anticoagulant. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes . D.4. Returned to manufacturer on: 16-jan-2024. H.6. Investigation summary: the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd received 100 samples from the customer in support of this complaint. The samples were visually inspected and the defect of additive abnormality was not observed. There is no test method for this defect at plant. No further clinical testing could be performed as bd does not have a product claim for whether neutrophil activation occurs or does not occur with acd tubes. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on device history record review. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® acd-b 1.5 ml blood collection, there were 200 tubes that had contamination of the additive anticoagulant. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.